Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarm motor error and history data is missing. Customer's blood glucose was 11 mmol/l. The customer was advised to do displacement verification test. The motor error occured again when trying to fill up reservoir. The customer was advised that the device would be replace.

Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. No other alarms were noted. Unable to perform the displacement test or verify error alarms in the alarm history screen due to the motor error alarm. The pump had minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and a cracked reservoir tube lip.